Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump's alarm sound was not annunciating.the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 127 mg/dl. A pump replacement was sent to resolve the issue.